Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to short v-v intervals and non-sustained episodes of noise on the right ventricular (rv) lead. The pacing impedance trends were noted to be varying and there was no capture. Noise was able to be reproduced when maneuvering around the header of the implantable cardioverter defibrillator (ICD). Two weeks later, noise was able to be reproduced during a deep breath. A connection issue was suspected. The plan was to schedule a revision procedure. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that under fluoroscopy the lead looked pulled back a bit. During a revision procedure, a stylet was unable to be inserted into the lead. An attempt to add a new lead was made; however, the vein was occluded, so the lead remains implanted but the plan is to cap the lead and implant a subcutaneous ICD.